Manufacturer narrative:
E1: initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had iodine leakage; further described as "povidone is gradually embedded in the area connecting the t-set to the minicap." This was observed during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h11: thirty-six (36) companion samples were returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Dimensional and functional inspections were performed, and no issues were identified. The reported condition was not verified. No additional complaints, defects, or use errors were identified during the sample analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.